Manufacturer narrative:
D10 concomitant products: lf4418, open sealer lf4418 curved large jaw, (lot #42410151x) vlft10gen, vlft10gen ft series energy platformx1, (sn: unknown) vlft10gen, vlft10gen ft series energy platformx1, (sn: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the procedure, the device was plugged in to an ft10 generator and purple circle showed device connected properly was visualized, but unknown error code was noted automatically. A new device was opened and connected same as previous device, with purple circle noted. Error code received again. A new ft10 was brought into the room and powered up, both devices were plugged in and error was received again by both devices. Both ft10 machine and new ligasure products since this incident had been used with no other issues/error codes. The troubleshooting, swapping out devices and generators had delayed the procedure for more than 30 minutes.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that during the procedure, the device was plugged in to a generator and purple circle showing device connected properly was visualized, but unknown error code was noted automatically. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.